Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as on receipt the device could not be powered off via the on/off button. Investigation of the device confirmed the fault was attributed to corrosion on the membrane tail. Corrosion was observed on track 13 (on_button), which led to a high resistance on this line, causing the device to be unable to power off. Corrosion on the membrane tail was suspected to be due to storage outside of indicated conditions. Inability of the device to turn off will not affect its ability to perform shock therapy, and a test shock was successfully performed during testing of the device.

Event description:
Inability to switch on the device could lead to adverse consequences for a patient. No patient involved in this event.

Manufacturer narrative:
The returned device will be investigated by heeartsine. Within 30 days of its conclusion, heartsine will submit a follow up report detailing the findings of the investigation.

Event description:
Inability to switch on the device could lead to adverse consequences for a patient. No patient involved in this event.